Event description:
The jaw pad of an ultrasonic scalpel was reported to fall off inside of a pt during a procedure.

Manufacturer narrative:
The user facility reported that the device was defective and the tissue pad on the jaw detached during use. The user facility has stated that they are uncertain as to whether or not the tissue pad was left in the pt. In the event that the pad detached and was left inside the pt, the pad poses minimal risk as it is comprised of teflon (ptfe), which is an inert material known to be biocompatible and material of choice for implanted devices. Through follow-up with the user facility, it was confirmed that there was no pt injury or any other negative health related outcome related to this event. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the pt in the future. The device in question was returned to sterilmed on (B)(4)2010, for investigation and the absence of the tissue pad was confirmed. In sterilmed's experience, this incident was most likely the result of user error whereby the device was activated with no tissue within the jaws. It is recommended in both the sterilmed and OEM IFU documents to keep the jaws open if the blade is active while tissue is not between the blade and tissue pad to avoid damage to the instrument.